Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The touchscreen and the pcb were replaced as a diagnostic measure. Preventive maintenance was performed. The system was then tested and met all product specifications. The company service representative reviewed the event with the facility biomedical engineer. The biomedical engineer stated, the system switching modes may have occurred in between cases. The company service representative reviewed with the biomedical engineer that if the touchscreen is adjusted and inadvertently touched, it will revert to the set-up screen. The biomedical engineer stated, he would in service the operating room staff. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient injury reported" (no known impact or consequence to patient). Product problem(s): "system display went from the surgery screen back to the set-up screen" (erratic display). The customer reported the operating room staff stated that during surgery, the system display went from the surgery screen back to the set-up screen. Multiple attempts were made for more information on the event and patient status with no response to date. No patient injury was reported.